Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# l38098, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient would like to have their device repaired because they thought that the leads were fractured. The patient reported that they had a disagreement with their doctor and requested physician listings for their area. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information regarding this event will now be captured in manufacturer¿s report # 2182207-2009-05263. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding this event will now be captured in manufacturer¿s report # 2182207-2009-05263.